Event description:
It was reported that on (B)(6)2022 the patient had post-operative hypoxia and was found to have a pneumothorax. A chest tube was placed and the hypoxia and pneumothorax resolved. On (B)(6)2022 the patient was noted to have intermittent non-sustained ventricular tachycardia (nsvt) thought to be related to inflammation from the implant procedure and inotropes. They were started on a lidocaine infusion and mexiletine. Overdrive pacing was used between (B)(6)2022 and (B)(6)2022. After the patient was extubated on (B)(6)2022 confusion was noted. A geriatric specialist was consulted and diagnosed the patient with intermittent situational delirium. This was thought to be related to sedation/anesthesia from the implant procedure and possibly their lidocaine drip for their nsvt. The patient also had a history of cognitive and memory impairments which likely resulted in delirium and confusion. As of (B)(6)2022 the patient's delirium was considered to be resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The lidocaine infusion was stopped on (B)(6) 2022. The patient¿s arrhythmia reportedly resolved on (B)(6) 2022 and the delirium was considered to be resolved per the geriatric specialist on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11jan2022. The hm3 lvas instructions for use (IFU) lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.